Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, and dyspareunia. It was reported that patient underwent mesh excision on (B)(6) 2008 due to extrusion. It was reported that on (B)(6) 2007 the patient underwent an excision due to dyspareunia, and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07028. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mid-urethral sling via miniarc and mesh removal on (B)(6) 2014 by dr. (B)(6) due to incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and dyspareunia.